Event description:
Customer reportedly, received results of 699 mg/dl and 700 mg/dl on the aviva system. These results are outside the numeric range of 10-600 mg/dl of the device. No actions taken based on device results. No adverse event reported. Requested return of the suspect device and replacement was sent.